Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ("suspected allergic reaction to five different metal alloys and pet") and device allergy ("suspected allergic reaction to five different metal alloys and pet") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and device allergy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the allergy to metals and device allergy outcome was unknown. The reporter considered allergy to metals and device allergy to be related to essure. The reporter commented: such metal alloys and pet may spread in the body triggering such effects. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ("suspected allergic reaction to five different metal alloys and pet") and device allergy ("suspected allergic reaction to five different metal alloys and pet") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and device allergy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the allergy to metals and device allergy outcome was unknown. The reporter considered allergy to metals and device allergy to be related to essure. The reporter commented: such metal alloys and pet may spread in the body triggering such effects. Amendment: the report was amended on (B)(6)2019 for the following reason: after internal review, the coding of the event was split. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ("suspected allergic reaction to five different metal alloys and pet") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. The reporter commented: such metal alloys and pet may spread in the body triggering such effects. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.